Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected motor anomaly noted during testing. Successfully downloaded history files and traces using thus software. The pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. The following were noted during visual inspection: cracked keypad overlay, cracked case (corner of belt clip rails) and scratched case. In summary, the pump passed functional testing. Drive/motor anomaly not confirmed. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer changed the reservoir and noticed that the piston from the insulin pump did not go all the way down and they had to push it sometimes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.